Manufacturer narrative:
The facility's maintenance found corrosion on the siderail interface board. Repairs have not been completed.

Event description:
The facility alleged when he runs the hi/low function up, the head section will go up.